Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the versacross dilator was visually inspected, and it passed the flushing tests. Next, during vhx testing, it was noted that the dilator tip was damaged, and it had a scratch on taper. Therefore, the reported allegation was confirmed.

Event description:
This complaint is reportable based on analysis completed on 08dec2024. It was reported during an atrial fibrillation (a fib) ablation procedure, a versacross connect for faradrive kit was selected use. During preparation, the staff member noted the tip of the dilator damaged with a burr at the tip. Hence, the device was not used on patient and was replaced. The procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis. However, analysis revealed that the versacross dilator was damaged and had a scratch on taper.